Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has noticed intermittent and random triggering of the magnet tone. This seems to happen mostly when he is on the computer. The patient has discussed this with their physician and they are thinking that the magnet detection mechanism may not be working appropriately. "The patient does not that they have an (B)(6) watch which does contain a magnet and other patients have reported that this has triggered the magnet alert". The patient will take the watch off for a few days and see if this helps. The device remains in use. No patient complications have been reported as a result of this event.